Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there was damage to the outer ring of the plunger. A functional test was performed and the reported issue was confirmed, however difficulty pulling the nacl could not be verified. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there is a fault with the lor (loss of resistance) syringe in the eda (epidural anesthesia) set. It leaks too easily and cannot draw up nacl. They had to open a new eda set, and it is the third time this fault has occurred. There was no patient involvement.